Event description:
It was reported that a patient underwent an initial right knee procedure. Approximately eight months post implantation, the patient was revised for unknown reasons. During the surgery, it was observed that the polyethylene insert had pitting. All components were exchanged without complication. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface medial congruent (mc) right 10 mm height use with tibia sizes e-f/cr femur sizes 8-11, catalog#: 42522100810, lot#: 64427395. Tibia cemented 5 degree stemmed right size e, catalog#: 42532007102, lot#: 64786806. All poly patella cemented 32 mm diameter, catalog#: 42540000032, lot#: 64843526. Multiple MDR reports have been filed for this event, please see associated reports: 3007963827-2022-00034; 3007963827-2022-00037; 0002648920-2022-00027. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - femur. Visual examination of the returned tibial component identified signs of being implanted (scratched, wear, discolored). Foreign material was also found on the surface of the implant. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: office visit: presents with increasing severe pain, radiolucent line on the medial side of the tibial ap view; revision operational notes: grossly loose femoral and tibial implants, pitting of the poly, tibial and femoral components revised without complication root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that a patient underwent an initial right knee procedure. Approximately five months post implantation, the patient began experiencing increasing pain. Three months later, the patient was revised due to painful aseptic loosening. During the revision, the tibial and femoral components were noted to be grossly loose with minimal ingrowth/cement adhering to the bone. The polyethylene insert was also noted to have pitting. The articular surface, tibial component, and femoral component were replaced without complication. The patellar button was well-fixed, stable, and left in place.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: a4; b1; b4; b5; b7; d9; d10; g3; h2; h3; h6; h10. D10: medical product: biomet bc r 1x40 us: catalog#110035368, lot#f2701z34ca, qty x2. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.